Manufacturer narrative:
The returned device was evaluated, both manual and preset simulation tests passed. The device is functioning as designed. No product performance issue identified, based on the investigation above, the customer complaint could not be duplicated. Loose pieces of plastic and board corrosion were found during internal inspection.

Event description:
The customer reported the device randomly shuts off with no alarms/errors. No patient impact or consequences were reported.